Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated she has severe pain at her ins site and straight across her back since (B)(6) 2019. The patient stated when the patient has her stimulation set on her favorite setting, her stimulation is irritating her. The patient stated she has not had any falls/traumas, but the patient had a situation where she was leaning against a counter and stood straight up and she felt pain down both her legs around (B)(6) 2019. The patient stated since then she cannot take long strides while walking without pain. The patient was advised to get their ins checked by their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.